Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a procedure for cervical arthroplasty at c6-7 to treat cervical stenosis. Reportedly, the procedure was uneventful. Approximately 7 months post-op the surgeon reported that the patient has a spinal cord injury. Additional information has been requested.